Event description:
It was reported the procedure was being performed in the dialysis department. The connectors are tearing/rupturing during use. As a result, a new repair kit was used to correct the issue. On (B)(6) 2013 - follow up information confirms the luer hubs are cracking.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.